Event description:
It was reported that five days after the device implant, the patient underwent a lithotripsy procedure, and the day following that, complained of pain with every paced ventricular beat. The lead was explanted and replaced. Following the procedure, the patient continued to complain of the same pain, so the device was then programmed to atrial pacing only. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance information was collected from the device and has been analyzed. No anomalies were found. The full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.